Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occured in united states. It was reported that the patient experienced an adhesive malfunction event on 01-mar-2026, as the customer stated that there was poor adhesion at infusion set site. The patient replaced infusion sets and resumed insulin successfully. No further information is available.